Event description:
It was reported that a lead impedance alert trigggered on the left ventricular (lv) lead due to low pacing impedance. There were rising lv capture thresholds noted. In addition, there were high capture thresholds on the right ventricular (rv) lead, and the right atrial (ra) lead exhibited noise with a position check failure. Reprogramming was performed for the rv and lv leads. All leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459245 lead implanted: (B)(6) 2000; 419588 lead implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.